Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00036 and device 3 is being reported under MDR-2247858-2022-00038.

Event description:
"Implantation was not an issue. Post implant-date to be researched-ms. Miller was brought back for contra limb occlusion." Patient outcome - "patient is doing fine."

Event description:
"Implantation was not an issue. Post implant-date to be researched-patient was brought back for contra limb occlusion." Patient outcome - "patient is doing fine."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR, device 2 is being reported under MDR-2247858-2022-00037, and device 3 is being reported under MDR-2247858-2022-00038.